Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user tried to log in but received an error message stating unable to authenticate. A technical support specialist confirmed with the customer that the issue had not reoccurred, and the customer confirmed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower user tried to login got error message unable to authenticate. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.